Event description:
The account alleged that during the procedure, the angiographic catheter fractured into several segments at its distal end inside the patient. Several segments were retrieved intraoperatively, but some portions remain retained within the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation; therefore, an evaluation was performed based on the three (3) images provided by the customer. Based on the images provided by the customer, the failure as reported was observed. The tip of the device had fragmented into multiple pieces. Because the device was opened and was not returned after use, the exact root cause of the failure is unknown. The complaint could not be confirmed. A search of the complaint database was performed and no similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.